Manufacturer narrative:
Additional information has been provided in section h.6 and h.10. The serial is unknown. Therefore, a service history review cannot be performed. The product identifiers (serial number) provided were reviewed against alcon device history records. It was determined that the identifiers provided were incorrect. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery an ophthalmic handpiece has no possibility of gouging / no ultrasounds. The procedure was completed. There was no patient harm. Additional information has been requested none received till date.